Event description:
The affiliate reported the customer alleged fluid leaked at the base of one reagent cartridge involving synchron urea. The customer stated the leak started when the cap was removed from the cartridge. The customer properly discarded the leaking cartridge. No patient results were reported to be affected. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event.

Manufacturer narrative:
There is no indication the device was returned for evaluation. (B)(4).